Event description:
It was reported that there was dislodgement of atrial lead. The lead was initially implanted on (B)(6) 2017, later it was discovered that the lead was dislodged. The dislodgement was confirmed via x ray and the lead was successfully repositioned. On (B)(6) 2017, the device was interrogated and loss of atrial capture was noted. The lead was dislodged again. A new lead was extracted and implanted on (B)(6) 2017. The procedure took place without patient symptoms and the patient remained stable before, during and after both procedures to implant and reposition the lead respectively.

Manufacturer narrative:
Explant date was missed and incorrectly mentioned in the initial report. This report notes the correct explant date of (B)(6) 2018.

Event description:
The lead was extracted and a new lead was implanted on (B)(6) 2018.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.